Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient's system was placed into MRI mode today and it showed 'head only eligible' due to having a 3889 lead. The agent reviewed that device registration system showed that the patient had a 978b1 lead. The caller stated the patient had attempted to have an MRI sometime in the past and the patient's system showed head only at that time as well. The agent reviewed the patient would need to consult and address the issue with their managing doctor, the agent reviewed MRI guidelines related to fragments. The caller stated the patient had a 'revision' and the previous lead was not fully removed, tines 'remain below sacral plate.'

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2af9r); product type: 0200-lead; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.